Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician hit with mallet trying to get it flush with femur. It broke into multiple pieces. 1 part of the trigger handle, spring, and full component.

Manufacturer narrative:
Conclusion and justification status: the complaint states physician hit with mallet trying to get it flush with femur. It broke into multiple pieces. One part of the trigger handle, spring, and full component. The investigation confirmed the absence of ink on the instrument as well as the trigger being broken. The ink appears to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. A solution to this issue of lost ink markings has been developed. The new design of instrument (B)(4) has replaced the current (B)(4), and is as released in (B)(4) 2014. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.